Manufacturer narrative:
The device was not received; however a photograph of the device was available for evaluation. Visual inspection of the photograph revealed a broken spike. Functional testing was not performed as physical sample was not available. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spike of a clearlink secondary medication set broke off during chemotherapy treatment resulting in leakage. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.